Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the electrode array became dislodged while the patient cleaned wax from his ears. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.